Manufacturer narrative:
(B)(4). Investigation of the returned device. Interrogation data taken during the implant service life of this device strongly supports the hypothesis that the battery life was shorter than it should have been given the estimated battery capacity delivered based on interrogation data. Possible causes of an early battery depletion include an abnormally high therapy load (it was noted that the patient's programming included long burst duration), a circuit failure, or an underperforming battery. These possibilities were investigated and no root cause for this failure was able to be determined.

Event description:
Investigation results provided in h10. The treating doctor reported that the patients rns neurostimulator device had reached an early end-of-life (eol) after 4.05 years. The device settings were not unusual and did not account for the rapid battery depletion. The device was implanted on (B)(6) 2020 and replaced on (B)(6) 2024. Evaluation of the battery plot identified that the rns neurostimulator's battery was in the bottom 5th percentile of battery voltage relative to battery discharge for most of its life. The cause is unable to be determined by this investigation. The device will be returned to neuropace for investigation of the actual device.

Event description:
The treating doctor reported that the patients rns device had reached an early end-of-life after 4.05 years. The device settings were not unusual and did not account for the rapid battery depletion. The device was replaced on (B)(6) 2024. Evaluation of the battery plot identified that the rns device's battery was in the bottom 5th percentile of battery voltage relative to battery discharge for most of its life. The cause is unable to be determined by this investigation. The device will be returned to neuropace for investigation of the actual device.

Manufacturer narrative:
(B)(4). Pending return of the explanted device.